Manufacturer narrative:
Pump received with minor scratches on lcd display window corners noted. The test reservoir was able to lock in place. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on screen and insulin squirting during priming, slower during rewind. The insulin pump will not be returned for analysis.